Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke during advancement. Another wire was used to retrieve the shaft segment. Pt status is listed as "okay".